Event description:
It was reported that the device reached its elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. Additional information was requested but was not available.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.